Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed pump error 75 during self-test and the power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 25 alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.